Event description:
It was reported that the procedure was performed to treat a mildly calcified and moderately tortuous lesion in the mid right coronary artery (mrca). Reportedly a 1.33mm non-abbott guiding catheter (gc) was used to deliver a unknown balloon dilatation catheter (bdc). Following dilation of the lesion, a 4.50x23mm xience skypoint rx drug eluting stent (des) was advanced; however it became stuck in the gc. Both the gc and des were removed independently, and a new skypoint des was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no similar complaints from this lot. A conclusive cause for the reported difficulties could not be determined; however, factors which may contribute to difficulty advancing or removing the device in the guiding catheter include, but are not limited to, manufacturing damage, damage to the stent, damage to the guiding catheter, guiding catheter size selection or procedural technique (devices not properly supported or coaxially aligned). In this case, it is possible that procedural technique (devices not properly supported or coaxially aligned) during advancement/retraction may have contributed to the reported difficult to advance/position and difficult to remove through the guide catheter; however, without the device to examine, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.